Event description:
It was reported that the patient underwent a spinal procedure using three level anterior fixation at c5-c7. Two years post op, it was found that the two top screws backed out at c5. The secondary surgery was performed to remove the whole construct and add fusion level from c4 to c5. C5-c7 was reportedly fused. No other patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.